Manufacturer narrative:
This report is being supplemented to provide additional information (a3, e2, e3, h6, h10) regarding the reported event. Additional information received identified the procedure was completed with a back-up device and there was no delay. The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed as damaged cable insulation was identified regarding the device's electrical system. The definitive root cause of the reported event could not be established. The probable root cause has been determined as disconnection due to aged deterioration or disconnection due to user misuse. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device has been received but not yet evaluated. The investigation is in progress. A follow up report will be sent when the investigation has been completed.

Event description:
Olympus received a complaint from the user facility stating that during a procedure, the fibers on the device were broken, which resulted in loss of image. There was no patient impact reported. No additional information has been provided at this time.